Event description:
The implant surgeon reported the following event: a pt had a femur axsos plate implanted. The plate became bent. The surgeon performed a revision and implanted an other axsos plate. This plate also bent. The pt had a second revision with a dall miles plate.

Manufacturer narrative:
Device will not be returned for eval. Additional info has been requested and if received will be provided on a supplemental report. Same pt as MDR 8031020-2010-00142.